Event description:
It was reported to medtronic neurosurgery by the pt that she had an lp shunt. According to the report, the shunt was tied off and a strata valve was implanted.

Manufacturer narrative:
Upon follow-up with the physician's office, it was discovered that the pt's lp shunt was explanted. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.